Manufacturer narrative:
The peritonitis events occurred on an unspecified dates "from (B)(6) 2013". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted five episodes of peritonitis. The breaches in aseptic technique were not further specified. It was not reported if the patient was hospitalized for the events. On an unreported dates, the patient was treated with unspecified drugs (doses, routes, frequencies and duration were not reported) for the events. At the time of this report, the patient outcomes were not reported. Pd therapy was continued during treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.